Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) to report that the surgeon had lost the use of master tool manipulator (mtm) right. The customer disabled the mtmr, and the tse confirmed fault 23062 fault. The tse informed the customer that the only way to re-enable mtmr was to perform a power cycle. The tse walked the customer through the power cycle, but the 23062 fault returned upon start up. The surgeon attempted the retry option, but the mtmr would not return. The tse informed the customer that they could disable the mtmr. The surgeon is not using system with just the mtml. The tse inquired about the second surgeon side console(ssc); staff informed the tse that the secondary ssc was not available. The procedure was converted to the xi system. There was no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the initial reporter said the procedure was completed robotically by using xi system.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue and replaced the surgeon side console(ssc) master tool manipulator (mtm) right to resolve the issue. The system has been verified as ready for use. Isi did receive the mtm involved with this complaint to perform failure analysis. During failure analysis, visual inspection was performed and found no problem related to reported issue. Installed mtm on an internal equipment, fixture, or tool (eft) system and replicated reported 23062 error fault on start up during system testing.

Manufacturer narrative:
Advanced investigation was performed on the master tool manipulator (mtm). During the investigation, the mtm was placed on sftp to conduct fitness test and a one-hour sine cycle. An error occurred during home manipulation test. Error rel 23062 eevt_dafd3_mvt_err (mcer) indicating wrist_yaw was observed. The same error was also replicated during both system testing and field use. The error indicates a possible issue with the yaw motor and slip ring which are likely the root cause of the unit failure. However, since the unit was not fully tested in the fitness set up due to the inability of the home unit, both the bad motor and potentially faulty components in wrist pitch/yaw assembly, the whole gimbal will be replaced as a precaution. The entire gimbal and slip ring will also be replaced. Field h8 corrected to initial use.

Event description:
Refer to h11 for follow-up information.